Event description:
It was reported that during a device changeout due to eri, the physician had difficulty disconnecting the competitor atrial lead from the device. Several attempts were made but were unsuccessful. The lead was cut and the device was successfully replaced. The patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported connector anomaly was confirmed in the laboratory. Upon receipt, a partial atrial lead was stuck in the header and could not be removed due to silicone, septum material present in the atip set screw hex cavity that resulted in difficulty loosening the set screw and removing the lead.